Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. Troubleshooting was performed, and the insulin pump passed the prime test. It was stated that the customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.